Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 6 mdrs filed for the same patient (reference 1825034-2014-08497 & 1825034-2015-00417 / 00421).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The head and liner were removed and replaced. Further follow up for information and review of invoice history revealed the patient underwent bilateral hip arthroplasty on (B)(6) 1996. Information further revealed that revision procedures occurred on the following dates due to unknown reasons: (B)(6) 2002, (B)(6) 2002, (B)(6) 2007, (B)(6) 2013. There is no further information available for the procedures listed above.